Event description:
Healthcare professional reported a patient was injected with 0.5 ml of juvéderm® volux¿ xc into the jawline at various points along the mandible. Patient would tolerate procedure well for next few days. Four days later, patient called to report they had "swelling/discomfort in the treated areas." Patient was advised to use a warm compress and take ibuprofen. The next day, patient reported the swelling was more significant. Antibiotics and steroids were prescribed at this time to reduce inflammation and prevent possible infection. The swelling and pain continued to persist, even with the medication and patient noted the difficulty opening their mouth. "Knots" were also noted. Eight days later, patient received 1ml of hylenex and was prescribed a hyperbaric 10 day therapy course. About nine days later, the patient was noted to be "doing much better but has developed lockjaw", and is continuing the hyperbaric. It was noted that "two small knots" remain, but patient is not in pain. Patient has declined further medications and opted to give the adverse event additional time to resolve. Event ongoing.

Manufacturer narrative:
Suspect product: lot number 963/2. Health effect - impact code: f2303. The filler was injected into the patient and is not accessible for return. The syringe was discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Healthcare professional reported a patient was injected with 0.5 ml of juvéderm® volux¿ xc into the jawline at various points along the mandible. Patient would tolerate procedure well for next few days. Four days later, patient called to report they had "swelling/discomfort in the treated areas." Patient was advised to use a warm compress and take ibuprofen. The next day, patient reported the swelling was more significant. Antibiotics and steroids were prescribed at this time to reduce inflammation and prevent possible infection. The swelling and pain continued to persist, even with the medication and patient noted the difficulty opening their mouth. "Knots" were also noted. Eight days later, patient received 1ml of hylenex and was prescribed a hyperbaric 10 day therapy course. About nine days later, the patient was noted to be "doing much better but has developed lockjaw", and is continuing the hyperbaric. It was noted that "two small knots" remain, but patient is not in pain. Patient has declined further medications and opted to give the adverse event additional time to resolve. Event ongoing.